Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had experienced high blood glucose levels. At the time of incident the blood glucose level was 27 mmo/l and the current blood glucose level was 20.4 mmol/l. Customer treated hyperglycemia with insulin pump. It was reported that customer was using the auto mode feature. The troubleshooting was performed. The insulin pump will not be returned for analysis.